Event description:
A customer contacted beckman coulter inc. (Bec) reporting a diluent leak inside their coulter lh 750 hematology analyzer. The volume of the leak was approximately 1 ml and was not contained within the instrument. The leak occurred during shutdown and there was no impact to patient results. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the sheath restrictor tubing was worn due to friction with the differential mixing chamber. The fse replaced the tubing and verified repair per established procedures. The cause of the leak was a worn sheath restrictor tubing. (B)(4).